Event description:
Attorney alleged patient "implanted with a medtronic sprint fidelis lead wire system, and suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges patient died as a direct and proximate result of defects" in sprint fidelis lead. It was previously reported lead was replaced due to oversensing, inappropriate therapies, shocked 18 times, and fracture. Patient had reported lead and device were replaced due to "it went bad." Review of manufacturer's database verified patient did not have the sprint fidelis lead model implanted at time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Evaluation summary (B)(4) no anomalies found.